Event description:
Insetter tore when surgeon went to insert device. A new gelport was added to the surgical field and 2nd device inserted without incident. The procedure continued as planned. No harm to the patient per surgeon report and just a 2 minute or delay awaiting a 2nd gelport.what was the original intended procedure?laparoscopic colon resection.